Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side pain & hardening of right breast implant, capsular contracture, baker grade iii and exchange from textured to smooth due to concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles on the surface of the shell. Deformation observed. Wear abrasion observed. Crease fold observed.

Event description:
Healthcare professional reported right side pain & hardening of right breast implant, capsular contracture, baker grade iii and exchange from textured to smooth due to concern with the product. The device has been explanted and replaced.